Event description:
The customer reported via phone call that she had a button error alarm. Customer was having difficulty pressing buttons and noticed the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she was on vacation and possibly could have exposed the pump to rain. Customer stated that she was in the hospital on (B)(6) 2015. Customer's blood glucose was 1100 mg/dl at the time. Customer didn't feel like eating and her sugars kept going up. Customer attempted to bolus using the pump. Customer's meter read high and her husband took her to the hospital. Customer had felt ill, tired, and nauseous. Customer had diabetic ketoacidosis. Customer was discharged on (B)(6) and her blood glucose was 99 mg/dl. Customer was treated with an insulin IV drip. Customer was wearing the pump at the time of the emergency room visit.

Manufacturer narrative:
There was no button response due to corroded keypad traces. They were unable to perform the functional test including prime/compromised forces sensor system, displacement, rewind, basic occlusion, and excessive no delivery alarm tests due to keypad anomaly. There was no button error alarms noted. A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.